Manufacturer narrative:
Date of this report corrected from 05/21/2016 to 05/23/2016. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-05288. (B)(6) clinical study. It was reported that death occurred. In (B)(6) 2013, patient presented with stable angina. The first target lesion was a 90% restenosed, 2.05mm x 18.7mm, eccentric, type b2 lesion which contained <45 degree bend with timi 3 flow, and was located in the non-tortuous and moderately calcified mid left anterior descending (lad) artery. Following predilation, a 2.50x38mm promus element&#10256;lus stent was deployed at 12 atmospheres in mid lad. Post dilation was performed resulting to timi 3 flow and post procedural residual stenosis was 0%.the second target lesion was a 90% restenosed, 2.05mm x 18.7mm, eccentric, type b2 lesion which contained <45 degree bend with timi 3 flow, and was located in the non-tortuous and moderately calcified obtuse marginal artery. Following predilation, a 2.25x12mm promus element¿ plus stent was deployed at 12 atmospheres in the first obtuse marginal artery. Post dilation was performed resulting to timi 3 flow and post procedural residual stenosis was 0%. Patient was given aspirin and clopidogorel. In (B)(6) 2014, the patient died and the cause of death is cardiac failure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID# 2134265-2016-05288. (B)(6) clinical study. It was reported that death occurred. In (B)(6) 2013, patient presented with stable angina. The first target lesion was a 90% restenosed, 2.05mm x 18.7mm, eccentric, type b2 lesion which contained <45 degree bend with timi 3 flow, and was located in the non-tortuous and moderately calcified mid left anterior descending (lad) artery. Following predilation, a 2.50x38mm promus element plus stent was deployed at 12 atmospheres in mid lad. Post dilation was performed resulting to timi 3 flow and post procedural residual stenosis was 0%.the second target lesion was a 90% restenosed, 2.05mm x 18.7mm, eccentric, type b2 lesion which contained <45 degree bend with timi 3 flow, and was located in the non-tortuous and moderately calcified obtuse marginal artery. Following predilation, a 2.25x12mm promus element plus stent was deployed at 12 atmospheres in the first obtuse marginal artery. Post dilation was performed resulting to timi 3 flow and post procedural residual stenosis was 0%. Patient was given aspirin and clopidogorel. In (B)(6) 2014, the patient died and the cause of death is cardiac failure.